Event description:
It was reported there was a volume discrepancy with the pump. The actual residual volume (arv) was greater than the expected residual volume (erv). Reporter was unable to provide specific values for volumes; however, the arv and erv difference was greater than 25%, the volume discrepancy had been encountered with each of three refills since the (B)(6) pump implant. The patient felt the pump was working "only when he boluses himself" with the personal therapy manager (ptm). No specific symptoms were reported. Troubleshooting was being considered. The medication in the pump was morphine. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information reported that the patient had a lack of effect and increased pain. On (B)(6) 2012, a dye study was attempted, but the catheter was not able to be aspirated. The pump was replaced and the patient was "doing well" and had excellent pain control. At the time of explant, the expected residual volume was 24 ml and the actual residual volume was 36 ml. It was noted that during surgery the catheter worked "fine."

Event description:
Additional information received reported that the patient outcome was "no injury".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4). Product type: programmer, patient: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter: product ID 8590-9, lot# n324369, implanted: (B)(6) 2012. Product type: accessory. (B)(4).

Manufacturer narrative:
(B)(4). Final analysis of the pump found no pump anomaly.